Manufacturer narrative:
Analysis found that that three anchors did not properly detach from the anchor deployment tool (adt) and were unable to be used. Four adts and three anchors were received together in one bag. The proximal and distal sides of the anchor was deformed in shape/ folded. Also, some remnants of silicone seen on the hypotube of the adt.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter; product ID 8785, lot# n523492, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory; product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative that the 8780/(B)(4) catheter was implanted, and cerebral spinal fluid (csf) flow had discontinued. Upon further investigation, it was realized that the catheter had become kinked (restricting csf flow). The 8785/(B)(4) anchor connector kit was used to remove the anchor. Upon attempting to deploy the anchor included with 8785/(B)(4), the anchor folded over on itself causing csf flow to be restricted. This anchor was also removed and 8782/(B)(4) was used to replace this anchor. Upon attempting to deploy the anchor, the anchor would not deploy from mandrel and folded over on itself again restricting csf. At this point, the hcp decided to replace the entire catheter with 8780/(B)(4). The catheter was implanted and this anchor deployed appropriately. It was noted that the anchors were difficult to deploy and would not deploy correctly, and the anchors had to be removed as csf flow as compromised. The system was delivering preservative free saline at a concentration of 1mg/ml and a dose of 0.0062mg. The lot number was unknown. The indication for use was spinal pain. The patient's status was "alive - no injury" at the time of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).